Event description:
It was reported to tyco/healthcare/kendall via medwatch form #1024521 that a contaminated needle stick was sustained. The user reported that the butterfly "popped" out and was stuck. Reporter states doing fine from needle stick.